Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the ventricular leadless pacemaker (lp) dislodged. The lp was explanted and replaced. The patient condition was unknown.

Event description:
New information noted the dislodgement was discovered by loss of capture. The patient was asymptomatic and in stable condition.